Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification during incoming inspection due to the battery contacts being contaminated and pressed. It was also noted that the atrial connector was broken / cracked. The bail attachments and covers were missing. The epg was decommissioned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.